Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the existing reservoir was removed and replaced. During the procedure a small leak was identified in the reservoir. The onset and cause for the leak were unknown. Patient was said to be recovering following the procedure.